Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
After removal from the package it was noted that the distal tip of the 195 cm atw .014 str floppy guidewire was kinked/bent. Another atw guidewire was used to complete the procedure successfully with no patient injury. The product was stored properly according to the instructions for use (IFU). There was no reported difficulty removing the product from the packaging. Inspection of the returned product under microscope noted that a five (5) mm section of the guidewire was noted to be unraveled/stretched at eighteen (18) mm from the distal tip. The product was not noted to be unraveled/stretched at the account or prior to shipping/return for analysis. The product was returned for inspection. One non-sterile atw marker guidewire was received in a plastic bag. It was noted that the distal tip presented a kink at 15 mm from distal end. The unit was inspected under microscope and it was observed that a 5mm section was unraveled at 18mm from distal end. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01799879 which corresponds to cordis lot f0910859. The history records indicate this product was final inspection tested at lake region medical limited and was determined to be acceptable. The reported kinked/bent guidewire was confirmed with analysis of the returned device. Additionally an unraveled condition was noted with analysis. The exact cause of the reported kinked/bent condition of the device cannot be definitively determined. It was reported that no unraveled condition was noted; however, it is possible that this condition seen with analysis may not have been noted by the user. However, it is also possible that it occurred post procedural use with packaging/handling for return. The device did not present any indications of any manufacturing defect or anomalies that may have contributed to the event as reported. The records indicated that the product met specifications prior to shipment; therefore no corrective or preventive actions will be taken at this time.

Event description:
The report received from the affiliate indicated that while the physician was preparing for a procedure, the distal tip of the 195 cm atw .014 str floppy guidewire was noted to be kinked/bent after it was removed from the package. The product packaging was noted to be intact prior to opening. There was no reported patient injury. The product was stored properly according to the instructions for use (IFU). There was no reported difficulty removing the product from the packaging. Another atw guidewire was used to complete the procedure successfully. Addendum: inspection of the returned product indicated that a five (5) mm section of the guidewire was noted to be unraveled at eighteen (18) mm from the distal tip. The product was not noted to be unraveled/stretched at the account or prior to shipping/return for analysis.